Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.

Event description:
It was reported that during implant the left ventricular lead exhibited a loss of capture and high impedance. The lead was not used and replaced.